Event description:
(B)(4). After my fourth and last baby I wanted a tubal ligation but was convinced by my doctor that I was a good candidate for essure. After they explained to me what it was and assured me it was safe and the best thing for me I went along with it. I experienced minimum discomfort and was sent home a couple of hours later the same day. Fast forward two or three months later I began to experience many different issues with my body never thinking it had anything to do with my implants. Severe migraines, nausea, back pain, hives, tingling of my left arm and leg as well as my finger tips and nose! These were the beginning of my problems to follow up with memory loss, hair loss, alopecia, abdominal pain with severe bloating and tenderness,pain in my ovaries before and after intercourse and a very distinct metallic taste in my mouth! It has been six years now and no doctor can tell me the exact cause to my issues except that I was stressed out and needed more rest and sleep. After getting a cat scan MRI my head and brain is fine, I was also diagnosed with out of the blue alopecia and prescribed medication for that. I still live with all of my above symptoms with no answers I have learned to live with my pains. Don't wish this on anyone.